Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of no delivery alarm with their insulin pump. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer was assisted with troubleshoot. The customer was advised to conduct full set change. The customer was advised the occlusion may be caused by infusion and or reservoir occlusion. The customer declined to troubleshoot the highs.